Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise was reproducible with arm movements. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.